Event description:
The patient reported that the vibration alarm off her infusion device is no longer functioning. The stated that she noticed 2 days ago (2007) that the infusion device did not vibrate during a bolus or with standard alarms (like the low cartridge warning). She stated that her blood glucose has not been affected. The patient does not have a backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.